Event description:
The account reported, the bed exit volume is too low. The bed was located in first floor storage at the facility. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The technician found the audible alarm volume was low on all settings. Per the hill-rom user manual, warning: the pt position monitor is not intended as a substitute for good nursing practices. It must be used in conjunction with sound pt risk assessment and protocol to prevent personal injury. The technician replaced the scale power control board assembly to resolve the issue. Based on this information, no further action is required.